Manufacturer narrative:
Event took place outside of the united states (in france), and was associated with a product that is also cleared for market within the united states.

Event description:
Primary surgery on (B)(6) 2017. Revision surgery on (B)(6) 2020 due to cuff tear. Surgeon explanted a centered head 39x14 and a double taper and he implanted a ø24 glenoid baseplate, a ø36 centered glenosphere w/screw and ø36/+3 standard humeral cup.